Manufacturer narrative:
Additional information was received that the location of the ipg was relocated for comfort as the original implanted site was at his belt line and it would rub on the battery site and not due to charging.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated to a more comfortable site. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated to a more comfortable site. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated to a more comfortable site. No device malfunction was suspected.